Manufacturer narrative:
One (1) used sample item list #011-h1267 connected to an unknown pump set were received for evaluation. As received the whole set was tested as per procedure and it was confirmed that the source of the leaks was from a crack in the adaptor. No additional leaks were observed along the device. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause of the crack observed in the adaptor cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 product was 8/9/2023.

Event description:
Update was provided june 20, 2023 providing the lot number. The event occurred during patient use. No adverse events, no human harm. The event occurred on may 30, 2023 during rinsing infusion. Drug used: sodium chloride 0.9%. No delay in therapy, no need for medical intervention, no blood loss, no physical defects noted before use. No unprotected chemo exposure. The leak was in contact with a patient and healthcare professional. The specific kit used to clean-up the leak. A sister sample is available for evaluation

Manufacturer narrative:
Updated information can be found in b3 b5, d9 d10 h4.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro on an unknown date. It was reported that a leak occurred with the chemo device trees. No contact with cytotoxics, the leak was detected immediately. There was no patient harm.